Event description:
It was reported that a patient's right ventricle leadless pacemaker (rvlp) exhibited low pacing impedance and varying pacing impedance. No changes or interventions were reported. There were no patient consequences.

Event description:
New information indicates that an x-ray was performed and revealed that the rvlp had dislodged. On (B)(6) 2026, the physician elected to retrieve, explant, and replace the rvlp with a competitor product. The patient tolerated the procedure well and was stable following the procedure.

Manufacturer narrative:
Correction: h6, investigation conclusions code updated to cause not established, it was previously reported as conclusion not yet available.